Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room due to a near syncopal episode. Device data was reviewed and found the device had reached elective replacement time (ert). Boston scientific technical services (ts) discussed rate response was no longer available at ert. It was noted that the right ventricular (rv) pacing impedance measurements were high and out of range. Follow-up with the patient's following physician was recommended. No adverse patient effects were reported.